Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-nov-2018, UDI#: (B)(4), implanted: (B)(6) 1953, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms and discomfort. Reprogramming was performed as an action taken. A battery check and impedance check were performed as a diagnostic performed. The impedance test (run at an amplitude of 1.0) showed out of range values (>4000 ohms) on all electrode combinations except c & 3. The issue was not resolved at the time of report and it was recommended that the devices be replaced. A surgical intervention was to occur as the patient willing going to a provider for replacement. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on sept. 21, 2018 reported that the patient had no falls or trauma that could be related to the issue. There were no further complications reported or anticipated.